Event description:
During a low anterior resection procedure, the device did not have staples at the time of firing. The procedure was completed by hand-suturing. The procedure was prolonged up to 6 hours.